Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the groshong catheter products that are cleared in the us. The 510 k number and pro code for the groshong catheter products are identified. Accordingly, this event has been determined to be MDR reportable. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged missing component as no objective evidence has been provided to confirm any alleged deficiency with the kit. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include component misplaced after kit opened and improperly packaged; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model 7707540j port and catheter allegedly the tunneler was not provided within the port kit packaging. It was further reported that another kit was used to complete the procedure. This report was received from one source. This event did not involve a patient.